Event description:
It was initially reported that the pt's device was unable to be communicated with. The pt's device was said to have been disabled shortly after surgery and it was believed that the device should have still been disabled. The last known diagnostics were performed at the day of implant, which were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.